Event description:
During failure analysis on the returned power management board, the failure investigation engineer found that d3 had failed open. The failure investigation engineer reported that the unit was not in use on patient.